Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported endoscopic display became snowstorm and error code e226 during a laparoscopic inguinal hernia repair therapeutic procedure involving an olympus video system center while the patient was under sedation with a minor procedural delay. The intended procedure was completed using an olympus back-up device. There was no patient injury reported.